Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that particulate was found.

Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, as a result, the failure mode could not be verified and no probable root cause could be determined at this time. The visual inspection of the retained samples was performed no issues related to the complaint were notice. Product record review were reviewed for lot 8295530 and no non-conformances were noted during the manufacturing of this lot. Records indicate that the reviewed batch record passed all the in-process inspections. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below

Event description:
It was reported that particulate was found.